Event description:
It was reported that the patient suffered a black eye from the universal surgical manipulator (usm). During follow up with the surgeon, the procedural details were confirmed, and it was stated that there was a small, 1cm bruise noted at the medial right eye in post anesthesia care unit (pacu) that was asymptomatic. It is unknown when or how it happened other than it was first noted after the case. There was no intervention required and this was resolved on its own at the time of postoperative clinic visit. The surgeon denies any known malfunction of a da vinci product that would have contributed.

Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. A system log review did not reveal any system errors that would have caused or contributed to the reported event.